Event description:
Patient had bilateral breast augmentation twenty-five years ago and mentor silicone implants were used. She developed a mass in her left chest wall which was removed and decreased silicone in the tissues. An MRI revealed bilateral intracapusular implant ruptures. The patient stated that the left breast implant was always larger than the right side. The doctor is taking the bilateral ruptured implants to send to manufacturer for reimbursement. Serial and lot numbers are unknown for both of the ruptured implants.what was the original intended procedure?breast implants.device #1is this a laboratory device or laboratory test?no.